Event description:
It was reported that during the implant procedure the lead¿s helix failed to deploy after multiple turns and repositioning of rotation tool. After the lead was removed from the body the physician attempted to deploy the helix again, but was unsuccessful. The lead was not used and a new lead was implanted instead. It was noted that an additional subclavian venipuncture had to be made as the lead introducer had already been peeled away. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. It was also noted that visual summary analysis of the lead indicated damage at implant. (B)(4).